Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls (qc) on both levels, which were within range. Ccc instructed the customer to repeat patient samples from previous day in triplicate. The customer obtained the results, which resulted with good precision. The cause of the discordant, falsely elevated k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on one patient sample on a dimension exl with lm instrument. The sample was auto-repeated on the same instrument, obtaining a lower result, but still falsely elevated. The discordant results were reported to the physician(s). The sample was repeated on the same instrument in triplicate, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.